Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted when results are available.

Event description:
Customer reported, he received a reading of 6.1 mmol/l on his freestyle flash blood glucose meter and experienced symptoms of "irritability, mood changes, stress, weakness in his legs and confusion." He was seen by his family dr and diagnosed with diabetic ketoacidosis. Customer reported receiving a lab meter results of 9.1 mmol/l, however, the two readings were no performed within 10 minutes. Customer was prescribed medication but admits to not taking the medication. There was no report of death or serious impairment in this case.